Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Backache [right knee injury] [back pain]. Pain both hands [right knee injury] [pain in extremity]. Knee hot to the touch [right knee injury] [joint warmth]. Right knee pain [right knee injury] [arthralgia]. Right knee/ankle swelling [right knee injury] [joint swelling]. Low grade fever [right knee injury] [pyrexia]. Case description: a spontaneous report was received on (B)(4) 2011 from a consumer regarding a (B)(6) female pt, initials not provided, with a right knee injury. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml injection into the right knee. Eleven days after receiving the synvisc-one injection, the reporter's wife began experiencing many different side effects including right knee pain, right knee and ankle swelling, knee hot to the touch, backache, low grade fever, and pain in both hands. The pt had been to several doctors and no diagnosis had been confirmed at the time of this report. Treatments included diclofenac and cortisone injections administered in the buttock. The action taken with synvisc-one was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.